Event description:
It was reported that a pericardial effusion occurred. A pulse field ablation procedure was attempted using a versacross connect, faradrive steerable sheath, and farawave catheter. The intracardiac echocardiography catheter and coronary sinus catheter were placed in the right atrium. The versacross connect and faradrive steerable sheath were moved into position and the transeptal puncture was performed. The farawave catheter was advanced into the left atrium, deployed into basket configuration and one (1) delivery of ablation was completed on the left superior pulmonary vein. It was noted the coronary sinus catheter had not been transitioned from the coronary sinus to the right ventricle. The physician repositioned the dynamic xt electrode catheter, coronary sinus catheter, in the right ventricle and the patient became hypotensive. A pericardial effusion was identified. The faradrive steerable sheath and farawave catheter were removed. The patient was cardioverted and a pericardiocentesis was performed. The patient was admitted to the hospital for monitoring. The patient fully recovered and was discharged approximately three (3) days post index procedure.

Manufacturer narrative:
D2a common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation.